Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during bolus delivery. The customer's blood glucose level was 312 mg/dl and it was addressed with a manual injection. Reportedly, the customer was able to load a new cartridge.